Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. In addition it was reported that the customer experienced a low blood glucose (bg) level that ranged from 40-57 mg/dl. Customer consumed carbohydrates to address low bg. Customer was unable to confirm if cause of the low bg was due to settings. Recommendation was made to consult with healthcare provider regarding diabetes management.